Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a screen issue; this condition had the potential to interrupt delivery. This condition was reported to be found in the medicine d department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction with the "screen" was not confirmed nor reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed that this device has been previously sent into service for the reported condition. During previous service the main display was replaced. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.